Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presenting via merlin.net with an alert for episodes of non-sustained lead noise due to mismatch in the near field channel and the near field channel. Reprogramming the device was performed.